Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the erbe integrated electro surgical unit (iesu) to perform failure analysis. Failure analysis was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. On startup, the iesu displayed a c-34 error. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the erbe integrated electro surgical unit (iesu) faulted towards the end of the case. The surgeon was able to finish case robotically. The tse reviewed logs and found error c-34 and m-11 on erbe iesu. Prior to contacting the tse, the customer power cycled the erbe iesu, but issue persisted. The customer connected energy activation cable to spare generator to resolve the reported issue. The isi rep. Contacted the tse and reported the erbe iesu had a c-00 error. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure performed was hysterectomy. The system did initially power on without errors. The procedure was completed when the erbe iesu stopped working.